Event description:
One endeavor drug-eluting stent was implanted in the mid lad, as treatment of the target lesion. One endeavor drug-eluting was implanted in the mid lad (abutting) as treatment of a complication/dissection/bailout. One endeavor drug-eluting stent was implanted, separately, to the 1st diagonal branch. Pt was asymptomatic/free of symptoms at 30 day follow up stage. A ptca revascularization (balloon only) in the mid lad and the 1st diagonal branch was carried out approximately 4 months following index procedure, due to restenosis after previous ptca. Investigator has indicated that the revascularization event was related to the study stent. It is unk if pt was taking medication 24 hours prior to the event. Pt was asymptomatic/free of symptoms at 6 month follow up.

Manufacturer narrative:
Other (secondary intervention) - eval results: (dissection).